Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device had been returned previously for the same malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device trigger was blocked, jammed and moved heavily, the coupling tool side had seized, jammed, moved heavily, the trigger was sluggish and the battery coupling was jammed. It was further determined that the device failed pretest for check the triggers and electric control unit (ecu) function, check the battery case coupling and check the attachment coupling. It was noted in the service order that the device was spoiled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.